Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was not returned for evaluation, but the clinical log was provided. Review of the clinical data did not identify any unsuccessful shock button presses; however, device logs show rapid toggling of pad off/pad on messages later in the event. This behavior indicates intermittent recognition of patient impedance required for energy delivery and it's consistent with poor coupling between the therapy electrodes and the patient. No additional device performance issues were identified from the available data. The log also indicates the device successfully delivered nine shocks prior with multiple sessions of CPR being administered. Analysis of reports of this type has not identified an increase in trend.